Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 05-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("persistent pain, despite physical activity") in a 38 year-old female patient who had essure inserted (lot no. 134013539) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criterion intervention required), hypothyroidism ("subclinical) hypothyroidism caused by hashimoto¿s disease"), fatigue ("fatigue"), dizziness ("dizziness"), constipation ("constipation"), hypotension ("low blood pressure"), temperature intolerance ("extreme sensitivity to cold"), intervertebral discitis ("s1 disc bulge with inflammation"), oedema peripheral ("left ankle oedema for 2 months"), hypoaesthesia ("numbness of the left leg when lying on her side"), musculoskeletal pain ("overall musculoskeletal pain, mainly in the lower back, hips, and shoulders"), memory impairment ("short- and long-term memory problems, forgetting discussions and events from one day to the next"), amnesia ("long-term memory problems"), insomnia ("sleep disorders (difficulty falling asleep, insomnia)"), initial insomnia ("sleep disorders difficulty falling asleep, insomnia"), headache ("common headaches"), balance disorder ("balance disorders"), alopecia ("hair loss (hair lost half of its original thickness in 10 year)"), loss of libido ("complete loss of libido"), menstruation irregular ("irregular menstrual periods"), abdominal pain lower ("sharp stabbing pain in the lower abdomen (they only last for a few minutes)") and dysuria ("difficulty urinating properly"). In 2014 she experienced back pain ("lower back pain / subsequently severe lumbago"). In 2015 she experienced autoimmune thyroiditis ("hashimoto¿s disease"). In 2022 she experienced sciatica ("right leg sciatica"). The patient was treated with nsaids and thyroxine (levothyroxine sodium) as well as surgery (to remove essure schduled on (B)(6) 2023). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to hypothyroidism, autoimmune thyroiditis, fatigue, dizziness, constipation, hypotension, temperature intolerance, back pain, intervertebral discitis, pelvic pain, sciatica, oedema peripheral, hypoaesthesia, musculoskeletal pain, memory impairment, amnesia, insomnia or initial insomnia. The reporter commented: gradual appearance of a number of symptoms which may be linked to essure, but this connection was not made until (B)(6) 2023, following the fortuitous discovery of an article on the subject. Neither my general practitioner (attending physician) nor my gynecologist ever told me about a possible connection between my health problems and my essure implants, until I mentioned this to them. A magnetic resonance imaging (MRI) revealed an l5-s1 disc bulge with inflammation. Kinesiotherapy failure, non-steroidal anti-inflammatory drugs (nsaid) failure, epidural infiltration failure, 5 intradiscal infiltrations with effectiveness of 2/3 months during the years that followed, then failure of the last one in (B)(6) 2022 after discussing the subject with my gynecologist a few months ago, we agreed on the need to perform a hysterectomy (uterus, cervix and tubes) to remove these implants. The procedure is due to take place on (B)(6) 2023 and I would like to donate the tissues to research for analysis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Magnetic resonance imaging] (date unknown): l5-s1 disc bulge with inflammation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 05-sep-2023. The most recent information was received on 14-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("persistent pain, despite physical activity") in a 38 year-old female patient who had essure inserted (lot no. 134013539-invalid) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criterion intervention required), a first episode of autoimmune thyroiditis ("subclinical) hypothyroidism caused by hashimoto¿s disease"), fatigue ("fatigue"), dizziness ("dizziness"), constipation ("constipation"), hypotension ("low blood pressure"), temperature intolerance ("extreme sensitivity to cold"), intervertebral discitis ("s1 disc bulge with inflammation"), oedema peripheral ("left ankle oedema for 2 months"), hypoaesthesia ("numbness of the left leg when lying on her side"), musculoskeletal pain ("overall musculoskeletal pain, mainly in the lower back, hips, and shoulders"), memory impairment ("short- and long-term memory problems, forgetting discussions and events from one day to the next"), amnesia ("long-term memory problems"), insomnia ("sleep disorders (difficulty falling asleep, insomnia)"), initial insomnia ("sleep disorders difficulty falling asleep, insomnia"), headache ("common headaches"), balance disorder ("balance disorders"), alopecia ("hair loss (hair lost half of its original thickness in 10 year)"), loss of libido ("complete loss of libido"), menstruation irregular ("irregular menstrual periods"), abdominal pain lower ("sharp stabbing pain in the lower abdomen (they only last for a few minutes)") and dysuria ("difficulty urinating properly"). In 2014 she experienced back pain ("lower back pain / subsequently severe lumbago"). In 2015 she experienced a second episode of autoimmune thyroiditis ("hashimoto¿s disease"). In 2022 she experienced sciatica ("right leg sciatica"). The patient was treated with nsaids and thyroxine (levothyroxine sodium) as well as surgery (to remove essure schduled on (B)(6) 2023). Essure treatment was not changed. At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to the first episode of autoimmune thyroiditis, the second episode of autoimmune thyroiditis, fatigue, dizziness, constipation, hypotension, temperature intolerance, back pain, intervertebral discitis, pelvic pain, sciatica, oedema peripheral, hypoaesthesia, musculoskeletal pain, memory impairment, amnesia, insomnia, initial insomnia, headache, balance disorder, alopecia, loss of libido, menstruation irregular, abdominal pain lower or dysuria. The reporter commented: gradual appearance of a number of symptoms which may be linked to essure, but this connection was not made until (B)(6) 2023, following the fortuitous discovery of an article on the subject. Neither my general practitioner (attending physician) nor my gynecologist ever told me about a possible connection between my health problems and my essure implants, until I mentioned this to them. A magnetic resonance imaging (MRI) revealed an l5-s1 disc bulge with inflammation. Kinesiotherapy failure, non-steroidal anti-inflammatory drugs (nsaid) failure, epidural infiltration failure, 5 intradiscal infiltrations with effectiveness of 2/3 months during the years that followed, then failure of the last one in (B)(6) 2022. After discussing the subject with my gynecologist a few months ago, we agreed on the need to perform a hysterectomy (uterus, cervix and tubes) to remove these implants. The procedure is due to take place on (B)(6) 2023 and I would like to donate the tissues to research for analysis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Magnetic resonance imaging] (date unknown): l5-s1 disc bulge with inflammation. Lot # 134013539 is no valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.